Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the hospital exchanged the lvad. No further info was provided.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.